Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported there was a bradycardia alarm, but the device did not ring; no red alarm. There was no adverse event or patient harm reported.